Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the p8980 the liquid has become cloudy after passing through the oxy. It is still unknown if there was delay, if product was changed or if the procedure was completed successfully. No known impact or consequence to patient.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 3331, 4248,4315). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 4248 - usage problem identified. Investigation conclusions: 4315 - cause not established. Visual inspection of the actual sample upon receipt found no break or no other anomalies in the appearance. Visual inspection of the tube attached to the actual sample found white deposit inside the tube. The white deposit was collected and subjected to sem/edx (scanning electron microscopy-energy dispersive x-ray) analysis. As a result, elements containing calcium was observed. The oxygenator did not contain calcium, so the priming fluid was presumed to have precipitated out and the solution became cloudy. A review of the device history records revealed no manufacturing issues related to the reported event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 6, 2022. H6: health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received. The product was changed out, the procedure was completed successfully with no blood loss.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.